Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the electrode belt's ECG "b" dome j7 lead being broken, causing the ECG b to not recognize. The belt did not pass falloff testing. The root cause for the broken j7 lead could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.